Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a shocking lead impedance measurement of greater than 125 ohms. Shocking lead impedance measurements had jumped since implant and the ICD recorded various high measurements. Additional information was received that noise was noted during pocket manipulation.